Manufacturer narrative:
The device was not returned following the procedure, therefore, a complete investigation could not be performed. A review of the lot history record was performed. The device met all specs.

Event description:
In 2007, a clinical incident involving a perc dc wand was reported to arthrocare. During a nucleoplasty procedure, the tip of a perc dc wand detached during treatment and remained in the pt's cervical disc a c6/c7. It was reported the pt has pain and discomfort.